Event description:
The dealer spoke with (B)(6) and she states that he stated that the headtubes were split. The dealer states this is all the information he had. The dealer did not speak with cscs. Protocol questions are not applicable.